Manufacturer narrative:
During analysis, an attempt was made to flush the catheter with saline, but it could not be flushed due to blood inside the catheter. Inner catheter diameter was assessed at both ends of the delivery catheter with no difficult and one end and minimal resistance at the other. A test guidewire was removed and passed through the catheter to the point of the clot. The investigation identified no device anomalies.

Event description:
A cardiomems implant was scheduled. Following right heart catheterization, the physician experienced difficulty advancing the cardiomems delivery catheter over the .018 cardiomems guidewire. The case was complicated by the network of pacing leads in the patient¿s heart, including an ra lead, two rv leads, and one lv/cs lead in a low position near the tricuspid valve. The implant was aborted due to the amount of stress on the pacing leads while trying to advance the delivery system through the right atrium and right ventricle. The patient experienced no adverse consequences.